Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports via phone call on (B)(6) 2018 that no insulin was being delivered via the insulin pump. Blood glucose level at the time of incident was 400 mg/dl and blood glucose level at the time of call was 262 mg/dl. Customer treated with insulin pump. Customer states that they were using auto mode at the time of incident. Troubleshooting occurred but the source of the problem was not found. Customer was not able to do high pressure test. Product will not be returned for analysis.